Manufacturer narrative:
Zoll medical (B)(4) evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing without duplicating the report. The device was recertified and returned to the customer. Review of the activity log was found to have multiple instances of the rfu being set to "not ready for use" due to invalid battery data (corrupt battery eeprom). This indicates a faulty battery was used. Review of the battery log indicates that the returned battery is not the one that was being used during the reported event. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.